Event description:
It was reported that the thread at the tip of the instrument is damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that a piece of thread broke off at the tip of the thread. We unfortunately cannot reconstruct the exact course of events that led to the damage (because we do not have any detailed information available). We can only assume that the break was caused by too high mechanical demands /manual handling. However, a review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the manufacturing documents were reviewed and no complaint related issues were found.